Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular (lv) lead was dislodged and migrated to the pocket confirmed via x-ray. The lv lead was explanted. The patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. A complete lead was returned in one piece. S-curve height of the lead was measured within specification. Visual inspection found no anomalies.